Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Manufacturer narrative:
A lot history record review was completed for lots # 25099510 and 25111990 (the last two lots shipped to the account a year prior to the event date) . There was no nonconformance recorded in the lot history. The lot number provided by the hospital (25111980) cannot be verified, therefore a ship history was performed.

Event description:
The hospital did not report any pt effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm did not load. A replacement device was used to complete the procedure.